Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump sensor screen was stuck on wait 15 minutes, clean your hands and calibrate again. It was reported that they were on day 4 of the sensor that has not progressed and had seen with full 7 day wear. No further information regarding the incident reported. The insulin pump will not be returned for analysis.